Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as poor technique. The peritonitis was manifested by vomiting, abdominal pain, fever (for one day), and cloudy effluent. It was not reported if the patient was hospitalized for peritonitis. The patient was treated with an unspecified antibiotic (for two weeks; drug name, dose, route, and frequency not reported) for peritonitis. Action taken with therapy was not reported. After completion of the two week antibiotic therapy, the patient had recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.